Manufacturer narrative:
Gladiator elite 5.0 x40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 3mm proximal of the distal markerband. The balloon material was also torn longitudinally beginning at the circumferential tear and extending for approximately 5mm proximally. No other issues were noted with the balloon material. As per gladiator specification, the rated burst pressure for this device is 24 atmospheres. A visual examination observed no damage to tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula in the left upper limb. A 5.0 x40, 75cm gladiator balloon catheter was advanced for dilation. The device was inflated twice, however, when the pressure pump hit 22 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable. It was further reported that the lesion has stenosis and the balloon ruptured during the first inflation for 22 seconds.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula in the left upper limb. A 5.0 x40, 75cm gladiator balloon catheter was advanced for dilation. The device was inflated twice, however, when the pressure pump hit 22 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula in the left upper limb. A 5.0 x40, 75cm gladiator balloon catheter was advanced for dilation. The device was inflated twice, however, when the pressure pump hit 22 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable. It was further reported that the lesion has stenosis and the balloon ruptured during the first inflation for 22 seconds.